Manufacturer narrative:
Reporter last name: (B)(6), reporting institution name: (B)(6), reporting address line 1: (B)(6), reporting address city: (B)(6), reporting address state: (B)(6), reporting address postal: (B)(6), reporting institution phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
(Sales rep report) dr accessed an adrenal aretery for a case, was using the sniper successfully but couldn't get the balloon to deflate. He did not call me and tried again and again to deflate it. He ultimately decided to cut the catheter beyond the hub. This did not result in deflation. He decided to drag out and when it hit the base catheter it popped and then sniper came out easil . However the dragging caused a small dissection which requires him to embolize it. He said everything was fine, the patient did well.